Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix fully retracted. Tissue was removed to perform helix testing. Helix was able to be extended and retracted within specification. Electrical test results passed. However, tissue on the helix might prevent the helix from extending/retracting during the implant. In addition the outer insulation breach likely contributed to the pacing impedance observation and it appears to have been caused at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during an implant attempt that the patient's right ventricular (rv) lead helix would not extend and showed high impedance. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.